Event description:
The device tip of the instrument allegedly broke off intraoperatively, when withdrawn through the trocar sheath valve during a lap-chole procedure. Surgical staff did not find the tip within the video surgical field, nor on the surrounding outer surgical field.